Event description:
It was reported that, during xia3 rod extension surgery, the tip of torque wrench was broken when surgeon tightened a blocker on connector at right side l4/5. At that time, anti torque key could not be used and rod holder was used with the torque wrench. The broken tip was removed from the patient.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: it was reported that the anti-torque key was not being used at the time of the breakage. The xia 3 surgical technique clearly states that the anti-torque key must be used for final tightening. The anti-torque key performs two key functions: it allows the torque wrench to align with the tightening axis. It helps to maximize the torque needed to lock the implant assembly. Conclusion: as a result, the cause of the breakage in this case can be attributed to user-error.

Event description:
It was reported that, during xia3 rod extension surgery, the tip of torque wrench was broken when surgeon tightened a blocker on connector at right side l4/5. At that time, anti torque key could not be used and rod holder was used with the torque wrench. The broken tip was removed from the patient.